Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump was received with intermittent button response due to flattened dome switch on esc, act and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, rewind test, basic occlusion test, prime or compromised force sensor system test, excessive no delivery test and occlusion test. No motor error alarm, rewind anomaly and excessive no delivery alarm noted. The motor was tested outside of the device and passed. Pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no low battery alert noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error. The customer¿s blood glucose level was unknown. The customer reported that they had diminished battery life, had erase settings and been non-responsive to new batteries, rewinding was louder and also had received motor errors, random unexplainable no delivery alarms, buttons were sticky and require multiple pushes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
.